Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Type of report is initial. Device (B)(4) and (B)(4) were given but not used because it was not applicable to the issue reported.

Event description:
It was reported that the patient had several episodes of syncope, fell and skinned their arm and woke up abruptly. It was further reported that the right ventricular lead had increasing and high thresholds, an apparent fracture, intermittent capture and occasionally failed to capture. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.